Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's field service representative (fsr), the non-clinical activity was the user facility powering the ccm on after being in storage.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) display was blank. The unit was rebooted but the display would still not come on. There was no patient involvement.

Manufacturer narrative:
Updated blocks: h3 & h6. The field service representative (fsr) replaced the central control monitor (ccm). The unit operated to the manufacturer's specifications.